Event description:
It was reported that the patient was not getting sufficient relief and ipg was not holding a charge. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was not returned to bsn per hospital policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred several months from the date the manufacturer became aware of the event.